Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient representative that the patient experienced a fluctuating heart rate as patient got excited after "their dog got out last night and they had to chase them down". The patient representative was also concerned that the implantable pulse generator (ipg) should have "kicked in". The ipg remains in use. No further patient complications have been reported as a result of this event.